Event description:
Information received indicates all casters continue to swivel when in brake.

Manufacturer narrative:
The technician isolated the issue to broken caster stems and supports. He replaced the casters to repair the bed.